Event description:
It was reported that immediately after an implant procedure that the right ventricular (rv) lead was intermittently undersensing. Programming changes were performed to resolve the issue. The patient condition was stable.